Manufacturer narrative:
Actual device was not return for evaluation, hence no device evaluation was performed. Medical records were not available for investigation. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar events at this time. Endoleaks are known risk of the procedure and are identified in the product labeling. Based in the available information, the cause of the endoleak could not be determined.

Event description:
It was reported approx 8 months post-implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension, and tow limb extension on the right side artery, a computed tomography scan revealed a distal type ib endoleak at the left limb of the bifurcated device. Reportedly, the pt was treated with a limb extension which resolved the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.